Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the footswitch failed to halt radio frequency (rf) delivery. During an ablation procedure for atrial fibrillation, ablation continued after the foot pedal on the maestro 4000 controller was released. It was necessary for the physician to press the pedal and release it again to stop the ablation delivery. The procedure was successfully completed and there were no patient complications.